Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had high blood glucose 450 mg/dl at the time of incidence customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was treated with manual injection/insulin pen . Insulin pump will not be returned for analysis.